Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and cracked reservoir tube window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump has damage on the side of the reservoir compartment. The customer¿s blood glucose level was unknown. Customer states that the reservoir still locks into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.